Manufacturer narrative:
Review of procedure#: (B)(6) shows clean breakthrough of the capsulotomy and both intelli-axis nubs created as planned. Any issue with toric nub may have occurred during cataract removal portion of the procedure. Nothing remarkable noted on video and imaging of the procedure that would indicate a cause for an anterior capsule tear. System functioned as designed. The patient had a victrectomy done and is recovering well. No further clinical follow up required.

Event description:
On 06/23/2026, doctor (B)(6) reported to cas that while doing a visco removal during procedure ID#: (B)(6), noted that there was a toric nub on the temporal side. Site is seeking review.